Event description:
As per the report received from germany, edwards received notification of a pascal precision ace procedure in the tricuspid position. On pod #2, there was a single leaflet device attachment (slda) of the device implanted. Patient had ebstein's anomaly, which resulted in extremely tethered septal and posterior leaflets, and had a previously implanted implantable cardioverter defibrillator (ICD). Physician needed to push the ICD lead in the posterior commissure to ensure a sufficient tricuspid regurgitation (tr) reduction. As per medical opinion, the interaction between the lead, the leaflet and the pascal device led to the slda. Starting tr grade was 4 and after the procedure decreased to 2. When slda was detected tr remained grade 1-2. Patient will undergo re-intervention to be treated with a non-edwards valve.

Manufacturer narrative:
It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2 and h6: component code, type of investigation, investigation findings and investigation conclusions. H11: additional manufacturer narrative. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on information provided. Available information suggests that both patient conditions and procedural factors likely contributed to the event. The patient presented with complex anatomy due to ebstein anomaly, characterized by tethered septal and posterior leaflets, combined with the presence of a previously implanted defibrillator lead. The procedure was challenging due to anatomical interferences and the need to maneuver the defibrillator lead into the posterior commissure to achieve optimal regurgitation reduction. Since no edwards defect was identified, corrective or preventative actions are not required.